Event description:
It was reported patient underwent a right hip arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2011 due to infection. The surgeon removed the stem and head and replaced with biomet stem and head and antibiotic bone cement. Further, patient was revised on (B)(6) 2013 due to infection and removed all items and replaced with biomet product. During the procedure, the disk drill bit fracture. To complete the procedure, the drill was still used, as well as a cement removal tool. As a result, the fractured piece remains in the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under adverse effects, number it states, infection has been reported. This report is number 8 of 8 mdrs filed for the same event (reference 1825034-2013-00293 / 00300).